Event description:
It was reported that the patient had an inappropriate shock due to a fast sinus tachycardia. The patient was doing an activity outside in the heat when the shock occurred. The sensing vector was programmed to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.